Event description:
The facility rep reported, "someone soaked the a/c socket on back of pump. Not sure what kind of liquid, brown stuff oozing out of the back. Pump started on fire minute nurse plugged in" on a flogard pump found before use. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was available.

Manufacturer narrative:
The device has been received for eval, however, eval is not completed. A follow-up report will be filed upon completion of the eval or if add'l info becomes available.